Manufacturer narrative:
(B)(4). Service engineer inspected the device and the alleged condition was verified in the diagnostic log. The gui printed circuit board (pcb) was replaced. The ventilator passed all tests.

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) inoperable. The ventilator was not in use on a patient at the time of the event occurred.